Manufacturer narrative:
The consumer reported that the tooth type 3, the time of loss in relation to implantation is before post restoration, primary stability was achieved & osseointegration was not achieved.

Event description:
The consumer reported that the tooth type 3, the time of loss in relation to implantation is before post restoration, primary stability was achieved & osseointegration was not achieved.